Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction with two unspecified mentor gel implants, experienced smaller right side than the left side and it had no shape post-operatively. Patient also noted that they had yeast infection since (B)(6) 2018 and that it was their first time ever. The patient also reported that they had to have eight rounds of antibiotics but could not be cured of the infection. The patient was questioning if their implants maybe causing the problems. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.